Manufacturer narrative:
Monitor sn (B)(4) was not returned to zoll manufacturing corporation (zmc) for investigation. The monitor was returned and evaluated at the distributor in accordance with procedures recommended by zmc. During ra review of the evaluation on 06/15/2017, the evaluation indicated that the dsp processor was failing intermittently. The root cause of the failing dsp cannot be positively identified. The defective dsp processor cannot be ruled out as a contributing cause to the reported inability to power on in the field. Physical evaluation of the device at zmc does not add further value in the root-cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device would not power on properly.